Event description:
During a distal humerus fracture procedure: surgeon was inserting a 3.5 mm cortex screw into a plate and the screw head broke off the shaft. Surgeon elected not to remove the shaft of the screw and the shaft remains in the patient.

Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records could not be requested.